Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5098373) on 05-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('monthly cycles became heavier than normal') in a female patient who had essure inserted for female sterilisation. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. The patient was treated with surgery (ablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5098373) on 05-jan-2021. The most recent information was received on 13-jan-2021. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('monthly cycles became heavier than normal') in a female patient who had essure inserted for female sterilisation. Concomitant products included vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. The patient was treated with surgery (ablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.